Event description:
It was reported that, after implanting a vena cava filter via the left jugular, the filter was tilted. The degree of tilt was unknown. Reportedly, there may have been some hesitation when deploying the filter. The final placement of the filter is at l2, just below the right renal. No injury to the pt was reported. The facility is a new user of the vena cava filter.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The filter was not returned for evaluation. It is unknown if pt or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unknown.